Manufacturer narrative:
As stated by the instructions for use, error 2 is signaled by the pump in case of irregularity in the security system while error 5 is signaled by the pump in case of irregularity in the pusher advancement. The error 2 timeout was verified by the service and it was found within specifications. Moreover the service checked the thrust force and the signal of the optical encoder, without finding evidence of error 5. The service found out that the display was stained. A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. A stained display does not prevent the use of the device, and it is solved by the replacement of the component. Device evaluated, repaired and returned to the distributor/user. No consequences for the patient.

Event description:
The customer reported "ER 2, bleeding display" afterwards we were informed that "caller reports pump alarmed occlusion, and she was unable to fix it, so removed battery and called ncsc. When pump was powered on again it said err.5. Troubleshooting done did not correct this either. Pt used backup pump and replacement sent."